Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument wire had snapped.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a loose grip cable at the grip hub. Additional observations not reported by the site were also observed: the instrument was found to have a dislodged grip cable at the proximal end in the housing. The dislodged grip cable affected the instrument's ability to move intuitively. The instrument was found to have cracked clamping pulley of input #6. The crack resulted in loss of tension of the correlating grip cable.

Event description:
Refer to h10/h11 for follow-up information.